Manufacturer narrative:
This report is for an unknown screwdrivers: shafts: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Initial reporter address line 1: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the surgeon had difficulty positioning the drive shaft at the bottom of the blades of the first drilling head and damaged the head by forcing it through. The surgeon was unable to connect the drive shaft with the 360 and the boring head. The surgeon was able to finally connect the two (2) heads. The incident occurred on the preparation table, away from the patient. There were no consequences for the patient. This report involves one (1) unknown screwdrivers: shafts: trauma. This is report 1 of 1 for (B)(4).